Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort. It was also noted that the right atrial (ra) lead exhibited high thresholds and intermittent atrial capture. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.